Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es system, main drawer 4.2 and 5.1 cubie failed. The customer stated that this malfunction occurred while dispensing the medications to the patient. However, there were no delays or adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie failed. A field service engineer replaced the drawer board in main drawer 4.2 and the retractor band in main drawer 5.1. After completing the repairs, the customer logged in and confirmed that everything was working correctly. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es system, main drawer 4.2 and 5.1 cubie failed. The customer stated that this malfunction occurred while dispensing the medications to the patient. However, there were no delays or adverse events or injuries reported due to this event.